Event description:
It was reported that a spectrum iq infusion pump had an issue of broken keypad of 2nd button from left. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "keypad 2nd button from left broken" was confirmed. A device history review is not required as the identified cause was related to customer use and is not a result of a manufacturing issue. The reported condition was verified. The cause of the condition was external influence. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.